Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 126 mg/dl. The customer advised that the alarm was resolved by an infusion set change. She declined to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.